Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, the sureform 45 stapler instrument fired a grey sureform 45 reload which led to minor staple line bleeding. The grey sureform 45 reload had reportedly stopped firing during this event which resulted in malformed staples and bleeding from a small blood vessel that was being stapled. The bleeding was reported to not be expected as part of the procedure. However, the bleeding was reported to be not significant and it was controlled with a grasper. There were no holes/gaps observed on the staple line. The customer used a new stapler instrument and was able to complete the procedure robotically.

Manufacturer narrative:
The stapler logs for this procedure were reviewed. There were two sureform 45 instruments used in the procedure. The first stapler was a curved-tip sureform 45 stapler instrument which experienced a firing failure with a grey sureform 45 reload which stopped firing near the end of the firing process. The second stapler used was curved-tip sureform 45 stapler instrument that did not show any firing failures in the logs.